Event description:
It was reported that the patient has high impedances on one lead. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000047883. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on 13 january 2023, where both leads were explanted and replaced. Therapy was restored post-op.